Event description:
Correction officers responded to a prisoner found hanging in a cell. The pt was placed on the floor and the device was connected to them with the disposable defibrillation electrodes for an unknown number of times when the "analyze" button was pressed, the device alarmed "connected electrodes" and would not analyze the patients rhythm. Paramedics arrived, removed the electrodes and used a manual defibrillator. The pt was pronounced dead at the scene. Pt downtime is unknown and is being investigated by the prision.